Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: internal water ingress via switch and charged coupled device unit failure. A root cause could not be identified. Based on the results of the investigation, since the malfunction reported by the customer did not reoccur, the most probable cause of the malfunction could not be determined. However, the most probable cause of additional malfunctions found during investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the autoclavable camera head had a defective connection and displayed no image. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.